Event description:
A nurse called to report that a patient has sweaty days and the v-go device falls off from his skin. No specific patient or product information was provided. No device is available for return to the manufacturer for evaluation.